Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. As the device was discarded and not returned for additional evaluation and investigation, a definitive root cause could not be determined for the alleged issues. Internal complaint number: (B)(4).

Event description:
Agent reported a catheter with a potential occlusion. The patient was allegedly having large volume discrepancies of typically 10-15 mls. The physician reportedly attempted to aspirate from the cap and was unable to do so. The physician reportedly turned off the pump and emptied it. The physician referred the patient to a neurosurgeon to evaluate next steps. Agent confirmed that the patient had seen a neurosurgeon who decided they were going to explant the entire system. Both the pump and catheter were explanted at a later date and discarded. The agent reported that the entire system was explanted because the patient has a history of spine issues and physician thought it was best since the patient was still experiencing a lack of pain relief. This MDR captures the explant of the pump, while MFR 3010079947-2020-00241 captures the explant of the catheter.